Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Noise was observed on the right atrial (ra) and right ventricular (rv) leads. The patient was seen in clinic and it was noted that noise was reproducible with isometrics during in clinic testing. The right atrial and right ventricular leads was explanted and replaced as the noise on the right ventricular lead was inhibiting pacing. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead measuring 52cm was returned in one piece for analysis. Visual inspection revealed an external insulation abrasion proximal to the suture sleeve tie impression noted at 14.9cm from the connector pin breaching the outer insulation and exposing the outer coil. Final analysis found a fully breached insulation degradation noted at 11.6 to 12.1cm from the connector pin consistent with friction to device can. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can and the full breached insulation degradation.